Manufacturer narrative:
Pump alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during the rewind sequence. The motor was tested outside of the device and passed. Problem isolated to pcba1. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly. Pump received with a cracked lcd window, cracked battery tube threads and cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery compartment was cracked and display was broken. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.